Manufacturer narrative:
Patient code (B)(4) is not applicable to the event anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer rep, it was reported that rep met with patient on (B)(6) 2018 for a reprogramming.  Patient was to try new settings and contact rep if necessary.  Issue resolved at this time.  The patient had to charge often due to the demand on the battery the electrode configuration and parameters needed to obtain effective coverage for his pain pattern warranted.  Patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported charging too often. Patient claimed theywere charging daily and before they were only charging twice a week. Patient reported dramatic decrease in time between charging sessions. The programmed therapy issue from the 8840 is as follows: a1 amp: 6.1v 1000us 60hz therapy impedance 548ohms a2 amp: 6.4v 1000us 60hz therapy impedance 777ohms (B)(6) duration 4.5 hours percent charge at end of session 100% (B)(6) duration 1.4 hours percent charge at end of session 75% (B)(6) duration 3.2 hours percent charge at end of session 75% (B)(6) duration 1.5 hours percent charge at end of session 50% (B)(6) duration 1.5 hours percent charge at end of session 50% (B)(6) duration 0.0 hours percent charge at end of session 0% technical services calculated the estimated recharge interval: 2.09 days the rep stated that she met with the patient on (B)(6) and there has not been any programming changes since that time. The caller reported that the full impedance test showed that the values were between 700 and 882 ohms. The rep found a report from the (B)(6) appointment which showed the following settings: a1 9.35v 570us 40hz a2 9.3v 1000us 40hz estimated recharge interval: 1.76 days the rep stated that she was going to try to program cycling because the recharge burden is too much for the patient. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the patient continues to report having to charge too oft en and the issue has not been resolved. Reprogramming and trying to decrease energy demand on ins was performed. Patient is scheduled to be seen on (B)(6) 2018 for follow-up. No further complications were reported/anticipated.